Event description:
It was reported that during an unknown procedure, the tip broke off the device. No other information is available.

Manufacturer narrative:
Info anticipated, but available at this time.